Manufacturer narrative:
(B)(4). Medwatch # mw5068613. The customer returned one guide wire and one advancer assembly. The returned guide wire is kinked, bent , and unraveled from the proximal end. The proximal weld is present at the end of the coil wire. Microscopic examination revealed that both welds were full and spherical and that the distal weld appears intact. Microscopic examination also revealed necking of the core wire in the area of the break and confirmed the core wire break was at the proximal weld. The broken core wire measured 601mm in length, which meets the length specification. The diameter of the guide wire measured 0.809mm, which is also within specification. The kinks were measured at 1.5, 3.2, 4.1, 14.5, and 41.0 cm from the distal weld. A manual tug test confirmed that the distal weld remains intact. The device history records (DHR) for the guide wire, introducer needle, and arrow raulerson syringe (ars) were reviewed with no findings relevant to this complaint. Other remarks: the reported complaint of the guide wire unraveled during use was confirmed through visual inspection of the returned sample. The returned guide wire was unraveled from the proximal weld. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:1999 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to the event.

Event description:
The customer reports that a second guidewire was used and could not be removed and unraveled while in the patient's chest. The patient required vascular surgery to remove the guidewire. The first insertion/removal event is documented and captured in MDR# 1036844-2017-00165.

Manufacturer narrative:
(B)(4). Medwatch # mw5068613 additional information regarding the event and patient's condition requested from the user facility. No additional information received at the time of this report.

Event description:
The customer reports that a second guidewire was used and could not be removed and unraveled while in the patient's chest. The patient required vascular surgery to remove the guidewire. The first insertion/removal event is documented and captured in MDR# 1036844-2017-00165.